Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the pacemaker housing. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be extended and retracted easily. A lead could be contacted sufficiently. The spring elements also showed nothing abnormal during the analysis. It was noted in the incoming goods inspection that the pacemaker was programmed to dddr mode with 60 ppm. The atrium was paced with 2.4 v at 0.4 ms, and the ventricle with 3.6 v at 0.5 ms. The pacing polarity was set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete function test and no anomalies could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. The analysis of the provided data shows that the ventricular lead impedance had vacillated strongly for some time. The pacemaker documented the temporary rise of the ventricular impedance to >3000 ohm with an error message. In summary, the analysis results do not indicate a material defect or manufacturing error. The pacemaker is within all specifications. A cause for the pacing loss mentioned in the complaint could not be found in the context of the analysis.

Event description:
Our MDR - after an implantation time of about 54 months, this device was explanted due to an exit block. No deterioration of the patient's state of health was reported. The date of device explant was not provided.